Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose (B)(6) 2017, with blood glucose of 24mg/dl at the time of the incident. The customer was given intravenous fluids to treat. The customer experienced symptoms such as seizures, loss of consciousness,and convulsions. The customer was not wearing the insulin pump during the incident within less than 48 hours. Troubleshooting was completed. Customer had some health issue starting (B)(6) 2017 and was hospitalized for arterial flatus with their heart, and a herniated disk and pain in her right leg. The insulin pump will not be returned for analysis.